Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred while completing a bolus delivery. There was no impact to the customer's blood glucose level. The customer began, but declined to complete troubleshooting with tandem technical support to determine the source of the occlusion.